Event description:
In 2009, pt reported she was having problems with infusion sets. She stated all day today she has been in the 300-400 mg/dl range. Pt reported she is not getting any error messages. Pt's normal blood glucose range is around 100 mg/dl. Pt stated she is using her abnormal area below her waist. Pt reported she attributes her elevated readings to her infusion sites, because that is what the nurse practitioner is telling her. Offered to send a trainer out to visit and she stated " I've already been down that route." On follow up call five days lter, pt reported her blood glucose stayed high all weekend and she got it down to a "decent" level this afternoon. Pt stated she called her doctor, and they thought they had bad insulin. Pt reported she does not know what it is that is causing her elevated readings. Advised she consult with her physician if her blood glucose levels stay elevated. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.